Event description:
Hcp reported the pt was implanted with a pump and catheter approx 1.5 years ago for non-cancer pain. Pt had gradually escalated their morphine to 17mg/day at a concentration of 50mg/ml. Pt had symptoms that were thought to represent a structural lesion at first and underwent a number of non-diagnostic lumbar CT scans over a period of approximately 2 months. When pt became non-ambulatory, an MRI was ordered that showed a mass at approximately t10-t11. Pt was sent to a neurosurgeon and the plan is to remove the pump and catheter and the mass. A follow up report will be sent when additional information is received.